Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoviewhempro vh-3500 jaws wouldn¿t open. New kit needed to finish case. No patient harm or effects. Additional time required to open new kit. No added incisions.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoviewhempro vh-3500 jaws wouldn¿t open. New kit needed to finish case. No patient harm or effects. Additional time required to open new kit. No added incisions.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis for similar complaints: (4109/213/67)the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (B)(6)2020 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device : (10 /213/67). The device was returned to the factory for evaluation on 01/05/2022. An investigation was conducted on 02/01/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The harvesting device was returned inside the cannula. A mechanical evaluation was conducted. The harvesting device was removed from the cannula with no physical or visual difficulties observed. There were no visual defects observed on the harvesting jaws. The gray silicone insulation was observed to be intact. The heater wire was observed to be intact, with no visual defects observed. A mechanical evaluation was conducted on the jaws. The blue toggle was manipulated to open and close the jaws. The jaws opened and closed with no physical or visual difficulties observed. Based on the returned condition of the device, the reported failure "mechanical issue" was not confirmed.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Event description:
N/a.